Event description:
An ercp was being performed on this patient. During this procedure we were placing stent. When we disengaged the stent, the catheter covering the wire also disengaged . This is not supposed to happen. The catheter had to be retrieved with a snare to get it out of the patient's duodenum.